Event description:
The customer complains about blood leak during treatment. Blood flow rate 101 ml/min. Tmp: 110mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Add'l manufacturer narrative: no further info is expected for this specific event and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability".